Manufacturer narrative:
Qn# (B)(4). The customer returned the lid stock and sheath/dilator assembly from a cl-07624 kit. The assembly was visually inspected and no issues were identified. Functional testing was performed by connecting the sheath to the lab leak tester and clamping off the distal end of the sheath. The leak tester was turned on and the pressure was increased to 3 psi for 30 seconds. No leaks were observed. The leak tester was then increased to 6 psi and held for 30 seconds. No leaks were observed from any region of the sheath. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provides suggested techniques and guidelines for the use of the product. The customer reported complaint of the sheath leaking could not be confirmed during the sample investigation. A DHR review did not reveal any manufacturing related issues. The returned sheath was visually and functionally inspected and no issues were identified.

Event description:
The customer alleges that the doctor placed the sheath on the patient and the air was counting on the side while performing the procedure. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor placed the sheath on the patient and the air was counting on the side while performing the procedure. A new set was used and the procedure was completed successfully.